Manufacturer narrative:
A ge oec service representative investigated the issue, and tightened the foot switch cable. The control pcbs were also re-seated per procedure, to restore functionality. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 7700 fluoroscopy system would not produce x-rays. A reboot did not restore function.